Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the pt. Felt pain and uncomfortable feeling since 2008. The surgeon performed revision surgery.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00899.